Event description:
Additional information received indicated the noise and oversensing resulted in pacing inhibition on the right ventricular (rv) lead. An x-ray was performed and damage was observed at the clavicular region of the rv lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, events of noise resulting in oversensing, and r-wave amp variation were noted on the right ventricular (rv) lead. Rv lead damage was suspected, but unconfirmed via diagnostic imaging. Abbott technical support was contacted and recommended rv lead replacement. No intervention was performed at this time. The patient was stable and will continue to be monitored.